Event description:
It was reported the device was used during a bilateral salpingo-oopherectomy. It was reported the clips were scissoring when the mcm20 was fired. A new mcm20 was opened to complete the case. There was no consequence to the pt.